Manufacturer narrative:
Occupation: other, senior counsel, litigation. Additional information is pending and will be submitted when received.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, failed retrieval attempt, and filter embedded in the ivc wall. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. According to the information received in the patient profile from (ppf), the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to, tilt, filter embedded in wall of the ivc, and device unable to be retrieved. The patient underwent two removal attempt procedures. One attempt was unsuccessful and the other was successful. One removal attempt was performed one month and eleven days post implantation. The second removal attempt was performed at an unknown date. The patient also reports worry that the device may cause more problems. According to the additional information received per the medical records, the patient has a history of morbid obesity, deep venous thrombosis and pulmonary embolism, hypertension, obstructive sleep apnea, and compartment syndrome to the lower extremity. A radiology report for an x-ray taken one day post implantation states that the filter was placed at the l2-l3 level. No further information regarding the implant or removal attempt procedures were provided.

Manufacturer narrative:
As reported, a patient underwent placement of an optease vena cava filter. The information provided the filter was not able to be retrieved, became embedded, was tilted and there was retrieval difficulty. The patient underwent two removal attempt procedures, one removal attempt occurred one month and eleven days post implantation, however, was unsuccessful, a second attempt on an unknown date was successful. The patient also reports worry that the device may cause more problems. According to the medical records, the patient had a history of morbid obesity, deep venous thrombosis and pulmonary embolism, hypertension, obstructive sleep apnea, and compartment syndrome to the lower extremity. A radiology report for an x-ray taken one day post implantation states that the filter was placed at the l2-l3 level. No further information regarding the implant or removal attempt procedures were provided. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. Retrieval of the optease vena cava filter is indicated, in the us, up to 14 days post implantation. The predominant concern is the development of endothelialization, which would make subsequent removal difficult. Endothelialization has been shown to lead to explant problems after as short a period as 12 days. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the reported filter tilt could not be confirmed nor a cause for the event(s) determined. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuosity. Anxiety does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.